Event description:
During a pfa procedure, the fiber optic cable connection to the amplifier was lost when the catheter was connected. The catheter was connected from the uni-pf-cbl, and the ensite-x connection was lit green. A new fiber optic cable was used, but the issue persisted. An attempt was made to try a different port on the amplifier for the ensite-pfagen-01 cable. With no resolution. The catheter was exchanged with no resolution. A replacement cable from the model ensite-pfagen-01 and uni-pf-cbl was not available. Approximately 1 hour was spent troubleshooting during the procedure. The procedure was switched to cryo ablation procedure. The procedure was completed with no adverse patient health consequences.. After the procedure, both the pfa connect cable and volt unified dual pf/rf cable were replaced but the issue persisted. It was suspected that the volt catheters were causing the issue.